Manufacturer narrative:
Report is being submitted to provide additional information and corrected data. The product for this report was not returned for evaluation.

Event description:
Since the initial report the consumer also reported pain, discomfort and red eye with use of the product.

Manufacturer narrative:
Consumer reported eyes stung after using the product. The consumer claims the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation revealed it did not meet all product requirements with the returned lens case.

Event description:
Consumer reported eyes stung after using the product. The consumer claims the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.